Event description:
It was reported that during intraocular lens (iol) implantation, the plunger advanced the lens abnormally, directing it towards the side of the cartridge rather than centrally. Account indicated that this misalignment likely forced the iol through the cartridge, and it entered the anterior chamber with two marks observed on the optical surface. No additional information has been provided.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable - lens remains implanted; therefore, not explanted. Section e1 - telephone number: (B)(6) section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.